Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. However, based on the information from the field, it is suggested the event was caused by the patient's cardiac disease.

Event description:
During right ventricular (rv) lead implant, high impedance, poor sensing, and high capture threshold were observed. The physician suggested the values may have been due to the patient¿s cardiac disease process. The values were accepted and lead remained implanted. The patient was in stable condition.